Event description:
This lead has an unknown implant date and remains implanted at this time. Many atrial tachy response (atr) were logged. The problem thought to lay with the lead. The physician was dr. (B)(6) at (B)(6) hospital. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).